Manufacturer narrative:
(B)(4). This complaint is for a report of a use error during the prime stage, where the patient line had not been properly primed prior to connecting. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. The guide also instructs the user to verify that the patient line is properly primed. Lastly, the guide provides step-by-step instructions for properly repriming the patient line. A review of the label for the product family will be conducted. Should relevant additional information become available, a supplemental report will be submitted.

Event description:
The pt called to report: "I had a little problem last night, the flange on the front of the one you sent me is a lot smaller than the one you sent me is a lot smaller than the one that I had which was 16mm, and it went to flush after eating and ended up pushing it right through and had to go to the emergency room to get it removed, when they pulled it out they damaged it even worse so its not even any good to me".